Event description:
It was reported that the ventilator did not ventilate during patient use. There was no patient harm.

Manufacturer narrative:
No service has been requested by the user facility. No parts have been returned for investigation. Provided ventilator logs were reviewed. Alarms for airway pressure high were generated indicating that ventilation is ongoing but with higher airway pressure than intended. The alarms are generated in combination with expiratory minute volume low and respiratory rate high alarms. The generated alarms indicate a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. The difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit. Information concerning what type of patient breathing circuit or filter that was in use at the time of event was not provided. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use check prior ventilation was started passed without remarks. There is no indication of a ventilator malfunction at the time of the event. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).